Event description:
It was a reported that a patient underwent idiopathic vt (ventricular tachycardia) ablation procedure that included thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis. It was reported by the bwi representative that during the case, they noticed a loss of blood pressure. Upon using a reprocessed soundstar catheter on intracardiac echocardiography (ice) they were able to confirm a pericardial effusion injury on the patient. Pericardiocentesis was provided as medical intervention and 400ml of fluid was removed from the patient. The caller stated that the last they had heard was that the patient is now stable and did not require additional surgery. All ablations were done at 20 watts. The caller stated the physician believes that after reinserting the thermocool® smart touch® sf bi-directional navigation catheter to continue ablating in the area where they had just done 17 ablations. The physician believes that the area was thinned out which is what caused the injury. Patient required extended hospitalization for the adverse event and stayed in the hospital until the following monday ((B)(6) 2023). Transseptal puncture was performed. Ablation was done prior to noting the pericardial effusion. Adverse even occurred during ablation phase. There was no evidence of steam pop. Flow settings of irrigated catheter: nominal settings for a 20w ablation. Using nominal settings for catheter on the generator and the pump was not switching high to low flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features that were used included dashboard, vector and visitag. Parameters for stability used were, range: 3mm, time: 3 seconds, force over time (fot) 30% over 3g and either 2 or 3 mm tags. No additional filter was used with visitag. Color options used force time intervel (fti).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was a reported that a patient underwent idiopathic vt (ventricular tachycardia) ablation procedure that included thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis. It was reported by the bwi representative that during the case, they noticed a loss of blood pressure. Upon using a reprocessed soundstar catheter on intracardiac echocardiography (ice) they were able to confirm a pericardial effusion injury on the patient. Pericardiocentesis was provided as medical intervention and 400ml of fluid was removed from the patient. The caller stated that the last they had heard was that the patient is now stable and did not require additional surgery. Device evaluation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. As such, the investigation was closed on 27-jul-2023. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31034478l and no internal actions related to the complaint was found during the review. On 31-jul-2023, additional information was received indicating the pump was performing correctly and was switching from high to low flow during ablation. It was previously mistakenly reported as the pump was not switching high to low flow during ablation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 8-feb-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was a reported that a patient underwent idiopathic vt (ventricular tachycardia) ablation procedure that included thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis. It was reported by the bwi representative that during the case, they noticed a loss of blood pressure. Upon using a reprocessed soundstar catheter on intracardiac echocardiography (ice) they were able to confirm a pericardial effusion injury on the patient. Pericardiocentesis was provided as medical intervention and 400ml of fluid was removed from the patient. The caller stated that the last they had heard was that the patient is now stable and did not require additional surgery. All ablations were done at 20 watts. The caller stated the physician believes that after reinserting the thermocool® smart touch® sf bi-directional navigation catheter to continue ablating in the area where they had just done 17 ablations. The physician believes that the area was thinned out which is what caused the injury. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Physician believes that after reinserting the stsf catheter to continue ablating in the area where they had just done 17 ablations. The physician believes that the area was thinned out which is what caused the injury. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).